Manufacturer narrative:
Product event summary: analysis confirmed that the programmer made three short beeps when it was turned on, and the touch pen could not be operated. The phenomenon was found to be intermittent. Several errors and overheating messages were found in the logs. It was also found that there was a broken hinge.

Event description:
It was reported that the programmer made a sound when it was turned on, and the touch pen could not be operated. The programmer has been returned for service and calibration. No patient complications have been reported as a result of this event.